Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event occurred during a da vinci-assisted right hemicolectomy procedure and involved a blue sureform 60 reload. Intuitive surgical, inc. (Isi) did not receive the blue sureform 60 reload accessory for failure analysis evaluation. However, isi received the sureform 60 stapler instrument. The instrument was found to have failed mechanical engagement based on log review and during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on all 3 attempts, preventing the instrument from entering into following. The error logs for the system installs display an error code, with parameters indicating that the aux-action axis. The logs for the reported procedure, confirms 5 engagement failures occurred on correlating installs of this instrument in the field. The parameters of the engagement failures indicate that the unknown axis. A review of the stapler logs shows that a sureform 60 stapler instrument (lot #l80230921-0594) was installed on the system 5 times and fired no reloads. On each install, the stapler failed to engage with the system. The logs show 5 instances of an error code, with parameters of the errors indicating that the aux/action axis failed to engage on each install. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported at during a da vinci-assisted surgical procedure, tissue was injured after multiple stapling attempts using a sureform 60 stapler instrument with an unspecified reload accessory. When the issue occurred, an orange flashing light was overserved in the trocar. A backup instrument was used, causing a procedural delay of approximately 10 to 15 minutes; however, the procedure was completed robotically. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews cannot be performed because there is insufficient event date information and/or product information. .